Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The customer's blood glucose level was 215 mg/dl. Customer stated that the alarm occurred during blousing. Customer was asked if the pump was exposed to a strong magnetic field and the customer stated that she has a magnetic badge that she has worn for years. Customer was assisted with clearing the alarm. Customer stated that she was able to complete the rewind sequence. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Customer was advised to return the pump with the battery and zero out the basal rates. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, battery tube threads and with minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)